Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The reported event could not be confirmed as the patient remains on lvad support and no system controller log files were provided for review. The x-rays of the driveline reviewed by the customer reportedly did not indicate any obvious areas of driveline compromise. No further issues have been reported with the patient using an ungrounded patient cable with the power module. Review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stoppage events when the system was connected to the power module. The patient was admitted and placed on an ungrounded power module patient cable. No further pump stoppage events were observed. System controller log files were not provided for review. The patient was asymptomatic. It was reported that x-rays of the driveline were reviewed by the customer and there were no obvious locations with wire or driveline damage. The patient was discharged. No further action was taken and the patient remains at home with an ungrounded patient cable for use with the power module.